Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2018-02948. It was reported patient experienced ineffective stimulation since drg leads migrated at vertebral level t9 and t10. As a result, surgical intervention was undertaken wherein the physician replaced a lead at t9 and the second lead was placed at t11 due to scar tissue at t10. Reportedly, effective therapy was restored post-operatively.